Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that she was hospitalized three times in the last month and a half due to diabetic ketoacidosis and blood glucose levels around 450 mg/dl. The customer had 5 insulin pumps in her drawer that have failed. There was an infection in the sensor site. The sensor glucose readings were far off by more than 100 points. She wakes up during the middle of the night sweating and the paramedics have to be called. The customer's son has had to put peanut butter on her gums to keep her alive until the paramedics arrive. The device was not returned.